Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: steckel, h. Et al. (2006), current status of wrist arthrodesis, zeitschrift für orthopädie und ihre grenzgebiete, vol. 144, pages 212-217 (germany). The aim of this article was to asses the results of 47 wrist arthrodesis performed at the departments of orthopaedic and trauma surgery of the university of goettingen between 1980 and 1998 in order to ascertain the value and future of wrist arthrodesis. A total of 47 wrist arthrodesis were performed. Plate osteosynthesis was used for all trauma patients. In rheumatoid patients, rush-pin stabilization was the method of choice. 30 were treated with plate osteosynthesis and 17 were treated with rush-pin osteosynthesis. In the patient collective treated with a plate osteosynthesis, different implants were used; 17 patients were treated with an ao plate, 4 patients were treated with a dynamic compression plate, 3 patients were treated with a dynamic compression low contact plate, 4 patients were treated with a synthes-wrist arthrodesis plate and 2 patients were treated with a 1/3 tubular plate. Follow-up was possible for 44 patients. Out of which, 22 were rheumatoid cases and 22 were trauma-related cases. The average observation time was 11.4 years. The following complications were reported as follows: 1 trauma-related patient did not survive. In the trauma patient collective: 5 patients had reduced supination and pronation. 3 patients had disturbed finger function and fist closure. 3 patients had reduced range of motion. 7 patients complained of occasional pain. 8 patients had a strength recovery of under 75 percent. 1 patient rated the result of the operation as negative. Evaluation of additional radiological and soft tissue parameters indicated bony reconstruction in 19 cases between 12-14 weeks in the trauma- related patient collective and 3 cases showed bony reconstruction only after re-arthrodesis. 1 metacarpal ii fracture was reported. 6 cases had circumferential growth. Primary wound healing was seen in 20 cases and secondary wound healing was seen in 2 cases. Circumferential growth of the wrist was seen in 4 cases. The complication rate was 9.1%. 4 patients from the trauma group had to undergo rehabilitation. 2 trauma patients changed their handedness. 4 metal removal procedures were performed in the trauma patient collective occupational accidents were reported 8 times in the trauma patient collective. (B)(6) year-old male patient, status post scaphoid fracture with right pseudoarthrosis. He was treated with a dynamic compression low contact plate. (B)(4). This report is for an unknown screw.